Event description:
Customer ran patient correlations and noticed a difference in the c02 results for four patients. She provided the results for two patients, the following results for one patient were discrepant: initial c02 result was 44 mmo/l; first repeat on a different c501 analyzergave 31.9 mmol/l; second repeat on a third c501 analyzer gave 33 mmol/l. The initially high co2 results were not released and no treatment was performed based on the erroneous results. Sample type was serum. The field service representative determined the cause was the reagent. He replaced the co2 cassette with a new lot of reagent and recalibrated, which resolved the issue. He verified analyzer operation by checking customer calibration and qc data which were ok.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.